Manufacturer narrative:
Concomitant medical products: 479888 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician suspected the atrioventricular conduction check run by the cardiac resynchronization therapy defibrillator (crt-d) triggered a ventricular fibrillation (vf) rhythm in the patient. The device appropriately delivered an appropriate shock to treat the vf and the device remains in use. No further patient complications have been reported as a result of this event.